Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed just proximal of the 7cm depth marking. The 7cm depth marking was partially worn. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed worn fracture features. Discoloration and buckling were observed in the vicinity of the split. The buckling, discoloration, material wear and preferential kinking were collectively consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to repetitive kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually for a crack(s) in the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the while flushing the catheter with 0.9% sodium chloride a fracture was noted on the catheter at 6.5cm, catheter was placed in the upper right basilic. No thrombosis detected. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported that the while flushing the catheter with 0.9% sodium chloride a fracture was noted on the catheter at 6.5cm, catheter was placed in the upper right basilic. No thrombosis detected. No patient injury was reported.